Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. However, it was reported that none of the graftmaster devices caused or contributed to complications or adverse events. The 4.00x19 mm graftmaster device referenced is being filed under separate medwatch report number.

Event description:
It was reported that the patient was brought to the cardiac cath lab for a high risk percutaneous coronary intervention (pci) of the left main and proximal left anterior descending (lad) coronary arteries after recurrent non-st elevated myocardial infarctions (nstemi) and congestive heart failure. There are known chronic total occlusions (cto) in the right coronary artery (rca) and left circumflex (lcx). A perforation occurred in the left main coronary artery. A 3.50x19 mm graftmaster covered stent was successfully placed and deployed at 14 atm. Next, a 3.50x19 mm graftmaster covered stent was unable to cross the lesion. A 4.00x19 mm graftmaster covered stent was successfully placed and deployed at 14 atm. Angioplasty was then performed with a non-abbott balloon dilatation catheter (bdc) and then a 5.0x12 mm mini trek bdc with no issues reported. Another 4.00x16 mm graftmaster covered stent was successfully placed and deployed at 20 atm. Angioplasty was then performed again with a 4.5x15 and 5.0x15 mm mini trek bdc with no issues. Another 2.80x19 mm graftmaster covered stent was successfully placed and deployed at 14 atm. A 4.00x19 mm graftmaster covered stent was unable to cross to treat the area. Again, angioplasty was performed with a 5.0x15 mm mini trek bdc with no issues noted. Finally, a 4.00x16 mm graftmaster covered stent was successfully placed and deployed at 15 atm. Pericardiocentesis was performed as well to treat the perforation. The graftmaster covered stents that were implanted covered the perforation and there was 0% residual stenosis post intervention. Approximately 8 hours later, the patient experienced severe right ventricular failure which led to a drop in cardiac output. Then the patient experienced cardiac arrest and CPR was performed for 25 minutes. The patient expired. It was reported that none of the graftmaster devices caused or contributed to complications or adverse events. No additional information was provided.